Event description:
It has been reported to philips that the wireless foot switch is not working and the red light was flashing. The indicator lights on the wireless footswitch display the charge level of the battery and the status of the wireless connection. The procedure was completed by using a wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led indicator was flashing red indicating a loss of connection to the wireless base station. A philips service engineer inspected the system onsite and removed and reinserting the battery to restore the connection. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.